Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump rewinds properly. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no blank display, black display or blinking display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked printed circuit board keypad connector during visual inspection. The insulin pump passed the leak test. No missing pixels, missing segments or partial display during self-test. The insulin pump received with scratched case, pillowing keypad overlay, scratched keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the buttons are stuck. The customer's blood glucose reading was 79mg/dl at the time of incident. Troubleshooting found that the pump cannot complete the rewind process. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.